Event description:
Design of resident bed may contribute to operator injury when raising/lowering head of bed by pinching/trapping staff hand/fingers/arm between stationary bedframe and movable frame of head of bed. Facility added handles to moveable frame of head of bed to avoid trapping staff extremity between bed frame. In addition, the yellow cover on the release latch pulled off on one bed and caused the staff member to drop the mattress frame.